Event description:
Customer reported that the buttons on her insulin pump had stopped working. Customer's blood glucose was 178 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back up plan. No add'l info provided.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad traces. No button error alarms noted. No cosmetic noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).